Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2020-05-07 (B)(4). Product ID# 37612. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Product ID 37601, serial# (B)(4) implanted: (B)(6) 2015, explanted: (B)(6) 2020. Product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer's representative (rep) was at a battery replacement case. They tested impedance pre-op and impedances were all normal. When they placed the new battery, 0-3 which was on the right were all open impedances and then they were getting opens on the left. The rep indicated that the open values were switching between the two ports. The rep stated that they switched back to the old battery and they were still getting open impedances. The doctor asked for a new battery and then only contact 9 was still open. No patient symptoms reported.

Manufacturer narrative:
Product ID 37601, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020. Product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.